Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle deployed early. Pod was not worn.

Manufacturer narrative:
The device was received with the cannula fully deployed. No timeouts or drive stalls were observed. The device delivered immediate boluses program by the user, running for 82 total pulses. No damages or deficiencies were observed on the needle mechanism, which was reset and redeployed without issues. The cause of the reported needle mechanism complaint could not be determined.